Event description:
It was reported that the purewick urine collection system was not working. Patient did troubleshoot and the power cord and the float valve was working and the hoses and connections were good and the machine suctioned 400ml in 16 seconds and the patient was happy that it was working and they also went over some placement tips. It was noted that the patient had been using the purewick products for less than 90 days. Per follow up via phone (B)(6) 2023, customer had experienced sores with use of device and was now using an antibiotic cream to combat the sores before using it again. Customer would call back if issues persisted.

Manufacturer narrative:
The reported event was confirmed use related as the reported event was corrected via troubleshooting. A root cause for the issue could be "user does not follow instructions, user forgets to attach collection lid or is unaware that the lid is not fully secured ". It was unknown whether the device had met specifications. The product was used for treatment purposes. The failure was caused by the misuse of the product. A DHR review was not required because the investigation was confirmed as use related. Based on the results of the investigation, no additional actions are needed. The instructions for use were found adequate and state the following: "the device is on but is not suctioning properly": "1.ensure tubing connections are connected properly. 2. Check collector tubing for blockage or flow restriction such as pinched or kinked tubing. 3. Ensure overflow stop valve in collection canister lid is open. The valve floats to the top when the collection canister is full. The stop valve may close if the lid or canister is tipped sideways or upside down. Disconnect tubing and gently shake the lid to reset the valve down to the open position. 4. Ensure collection canister is sealed with the lid tightly closed. 5. Verify suction by disconnecting purewick¿ external catheter from the collector tubing and placing the end of the collector tubing into a cup of water. If water easily flows into the collection canister replace the purewick¿ external catheter". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.